Manufacturer narrative:
Two different PMA/510(k) # listed: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all evo devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of instructions for use, potential complications section: ¿those associated with gi endoscopy include, but are not limited to: perforation, haemorrhage, aspiration, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ the patient is under continuous treatment of ts-1 alone. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Date unknown (sometime between (B)(6) 2012 and (B)(6) 2016): a (B)(6) male patient who was diagnosed cstage IV of progressive gastric cancer with pyloric stenosis underwent gastroduodenal stent placement. On day three: the patient's condition improved to gooss score 3. Then, the treatment of ts-1 and cddp (both are anticancer drug) were started and discharged. One week later: the patient was diagnosed gastrointestinal tract perforation, since small amount of free air was observed in CT. The patient's condition has been improved with conservative treatment. On eight months (now): the patient is under continuous treatment of ts-1 alone. [(B)(6) 2017 (B)(6)] new information was provided from the sales rep. -rpn / lot # unknown. The number of the placed stent was "one". -date stent placed: (B)(6) 2016 -date perforation occurred: (B)(6) 2016. The perforation occurred after the completion of the first course of ts-1 and cddp (both are anticancer drug) treatment. -cause of this occurence/physician's opinion regarding causal relationship between the device and the occurence: it is unknown how the chemo therapy had effected to this occurrence. Also, it is unknown where perforation occurred. However, I think it is possible that the perforation "occurred" at ulcerated lesion where the proximal side of flare area of stent, but I can not conclude.

Manufacturer narrative:
Two different PMA/510(k) # listed: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4). Exemption number: e2016031. (B)(4). The following information was provided: what did the 'conservative treatment' involve? Abrosis and antibiotics. Was the device the cause of the perforation? There was an ulcerated lesion where the proximal side around flange of stent, and it may be possible that the small perforation occurred with that area. However, we cannot conclude whether the perforation occurred due to the device. Imaging availability: gastroscope was used when the confirmation of perforation. However, the physician need to check if there is any facility rule regarding providing images. We will let you know as soon as we receive the information/images. The device involved in this complaint was not available for return to cook ireland for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Product manager provided the following feedback: "I think without images of the perforation site it will be impossible to tell. Perforation can be caused by many aspects of the stenting procedure and the endoscope is the greatest cause. We really need to see the images. Also, reading the response from the doctor it is inconclusive, which makes me think that potentially it is something else and we would need more evidence to be sure." As per discussion with engineering, perforation is a listed complication as per the IFU, it is unknown if the device caused the perforation and the perforation occurred sometime after the device was used successfully and the stent was placed. Additional information was provided to say that it could not be concluded that the perforation was due to the device. However, perforation 'occurred after the completion of the first course of ts-1 and cddp (both are anticancer drug) treatment.' There was also 'an ulcerated lesion where the proximal side around flange of stent'. Imaging was provided on 28 august 2017 these were discussed with cirl engineering and it was determined that there was no impact to the overall initial investigation carried out. Cirl engineer provided the following feedback: "I note the stent is visible on the CT scans (CT # 2 and 3) adjacent to the black colour." Clinical had the following input to provide: "the patient was diagnosed gastrointestinal tract perforation confirmed by CT with small amount of free air and patient was management with conservative treatment (antibiotics?). Both CT and conservative will be considered as secondary intervention in this case." As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all evo devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of instructions for use potential complications section: ¿those associated with gi endoscopy include, but are not limited to: perforation, haemorrhage, aspiration, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ the patient is under continuous treatment of ts-1 alone. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow-up report is being submitted due to image review. Date unknown (sometime between may 2012 and sep 2016): a (B)(6) male patient who was diagnosed cstage IV of progressive gastric cancer with pyloric stenosis underwent gastroduodenal stent placement. On day three: the patient's condition improved to gooss score 3. Then, the treatment of ts-1 and cddp (both are anticancer drug) were started and discharged. One week later: the patient was diagnosed gastrointestinal tract perforation, since small amount of free air was observed in CT. The patient's condition has been improved with conservative treatment. On eight months (now): the patient is under continuous treatment of ts-1 alone. [25 may 2017 ty@(B)(6)]. New information was provided from the sales rep. Rpn / lot # unknown. The number of the placed stent was "one". Date stent placed: (B)(6) 2016. Date perforation occurred: early (B)(6) 2016. The perforation occurred after the completion of the first course of ts-1 and cddp (both are anticancer drug) treatment. Cause of this occurence/physician's opinion regarding causal relationship between the device and the occurence: it is unknown how the chemo therapy had effected to this occurrance. Also, it is unknown where perforation occurred. However, I think it is possible that the perforation was occurred at ulcerated lesion where the proximal side of flare area of stent, but I can not conclude.